Event description:
A customer reported about a patient experiencing postoperative inflammation. The patient was recovered, but the details were unknown. It will be looked into by the next visit. Postoperatively, the inflammation was monitored and treated with medication. The sample was not available as it still remains in the patient's eye. Additional information has been requested and received stating that the equipment and supplies for the surgeries were within the facility, how they were handled, and the facility staff had not changed from before. There are two medical reports associated with this event. This file is 1 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.